Event description:
It was reported that the patient fell from a wheelchair and broke the spinal instrumentation approximately two years after the initial surgery. Fixation was satisfactory, no malfunction occurred with the implants until the failing incident. A reoperation was performed to replace the broken rod and related instrumentation as necessary.

Manufacturer narrative:
No further information has been made available on the incident. After investigation, it has been determined that it was an extreme incident that in no way could have been prevented by the implant or design.